Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 395 mg/dl, 309 mg/dl, 222 mg/dl, 242 mg/dl, 184 mg/dl, and 147 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.